Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues such chordae entrapment at the mitral position. Chordae entrapment can restrict leaflet motion and prohibit leaflet coaptation, resulting in central leak. In this case, it was noted that the patient had a heavily calcified annulus. The valve was noted to have improper seating. Moreover, the posterior leaflet of the native mitral valve was spared at the initial time of mitral valve replacement. It was noted that the chordae of the posterior leaflet were overgrown into a strut which appeared to be part of the problem at the valve. The reported event cannot be confirmed since the device is not available for evaluation. However, it has been determined that the root cause of this event was likely due to technique/procedural related factors. There has been no indication of a product malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted for five (5) months, was explanted due to two large perivalvular leaks with severe mitral regurgitation, secondary to dehiscence. During intraoperative inspection, it appeared that the anterior aspect of the valve was never quite seated. This appeared at baseline to be a rheumatic valve with a heavily calcified posterior annulus and the posterior leaflet was spared. In fact, the chordae of the posterior leaflet were overgrown into a strut and this also appeared to be part of the problem at the valve. There was a 2 cm paravalvular leak between the 12 o'clock and 3 o'clock aspect of the anterior annulus and there was a 1.5 cm paravalvular leak between the 9 and 11 o'clock portion of the annulus. There was one stitch intact at the 12 o'clock position in the annulus. There were no vegetations and no signs of infection. The entire valve was excised and the posterior leaflet of the valve was heavily retracted and foreshortened with calcification and the posterior leaflet was removed with the valve. The explanted device was replaced with another edwards valve. The quality of the sewing tissue was actually better than expected. The posterior leaflet was heavily calcified but the anterior leaflet where the dehiscence was, was not calcified. Cardiac function look excellent at the end of the case. The patient progressed well postoperatively and was discharged on pod #5 in stable condition.